Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 4 of 6. The technical service representative (tsr) assisted the home patient (hp) by explaining and cycled power causing a system error 2367. The hp said the unused lines were open. The tsr assisted the hp to retrieve the cassette and advised the hp to let the nurse know about the alarm. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error, incomplete connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.